Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician met resistance while advancing a pc400 coil through a px slim delivery microcatheter (px slim); the pc400 coil jammed and was unable to be reloaded. The pc400 coil was removed from the px slim and the procedure was completed using a new pc400 coil with the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly; the embolization coil was intact with its pusher assembly and damaged inside and outside of its introducer sheath; the outer diameter (od) of the undamaged section of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the pc400 embolization coil was compressed inside its introducer sheath. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, damage such as this may occur. The damage to the embolization coil likely created the resistance during advancement and prevented the coil from being reloaded during the procedure. The od of the undamaged section of the embolization coil was measured and found to be within specification. The px slim mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.